Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported power problem and subsequent cancellation could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One claris¿ amplifier 120 channel sn: (B)(6) was received for evaluation. Each power sequence was successful. Based on the investigation and information provided to abbott, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a procedure, the amplifier would not power up resulting in cancellation of the procedure. The audible signal had not been completed and the workmate system showed that the amplifier was disconnected.